Event description:
Burns discovered on right and left upper chest area under transcutaneous monitor site. Bacitracin ordered. Respiratory was changing sites every 4 hrs. Nursing took over and changed sites every 2 hrs.